Event description:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] , presented various disabling pains throughout her body [general body pain] , rheumatoid arthritis [rheumatoid arthritis] , rheumatism [rheumatism] , headaches [headache] , cervical pain [uterine cervical pain], asthenia [asthenia] , dyspnea with minimal effort [dyspnoea on effort] , memory loss [memory loss] , joint pain [joint pain] , mood swings [mood swings] , skin rash [skin rash] , fracture of a healthy tooth [tooth fracture], skin burning [burning skin] , sick leave [sick leave] , demoralized [low mood] , dry mucous membranes [mucosal dryness] , dry eyes [dry eyes], dry mouth [dry mouth] , very debilitating left leg [leg discomfort] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), pain ("presented various disabling pains throughout her body"), rheumatoid arthritis ("rheumatoid arthritis"), rheumatic disorder ("rheumatism"), headache ("headaches"), uterine cervical pain ("cervical pain"), asthenia ("asthenia"), dyspnoea exertional ("dyspnea with minimal effort"), amnesia ("memory loss"), arthralgia ("joint pain"), mood swings ("mood swings"), rash ("skin rash"), tooth fracture ("fracture of a healthy tooth"), skin burning sensation ("skin burning"), sick leave ("sick leave"), depressed mood ("demoralized"), mucosal dryness ("dry mucous membranes"), dry eye ("dry eyes"), dry mouth ("dry mouth") and limb discomfort ("very debilitating left leg"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, amnesia, arthralgia, asthenia, depressed mood, dry eye, dry mouth, dyspnoea exertional, headache, limb discomfort, mood swings, mucosal dryness, pain, rash, rheumatic disorder, rheumatoid arthritis, sick leave, skin burning sensation, tooth fracture and uterine cervical pain to be related to essure administration. The reporter commented: the patient had been in a wheelchair for 1 year followed by a few months using a cane after the devices were removed. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.